Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using guidance from technical support, but alarm recurred, so pump was confirmed in warranty and scheduled for replacement. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it with prepaid label,and was advised to reprogram pump settings and reconnect continuous glucose monitor on replacement device.